Event description:
Faulty bvm issue. The medic was attaching an etco2 adapter to the bvm and the adapter just distal to the valve popped off. They were able to pop the adapter back in an attempt to troubleshoot; however, it would not stay on and had to be replaced.